Event description:
It was reported that the left ventricular (lv) lead trends showed rising threshold, which is now measuring high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
694765 lead, implanted: (B)(6) 2009 . If information is provided in the future, a supplemental report will be issued.